Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. Pil observed the following from an external and internal inspection: light unknown white, contamination (dust-like), at the air inlet of the blower box. Unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam), in the iso port (international organization of standardization.) Light dust-like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Light unknown tiny white contamination (dust-like), in bottom of blower box. Light black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Pil was able to confirm the complaint of visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additionally, codes for evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid are updated in this report.